Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. During device interrogation of the pacemaker, the nurse was unable to retrieve live egms. After trouble shooting, they were able to successfully connect with the pacemaker. The patient was stable throughout the event.